Event description:
The patient was admitted to the hospital on (B)(6) 2011 with a blood glucose reading of 720 mg/dl. The patient has symptoms of nausea, vomiting, shortness of breath, and ketones as the patient's mom/reporter drove the patient to the hospital. Prior to the hospitalization, the patient woke up with a headache and a blood glucose reading of 200 mg/dl. Two hours later, he had symptoms suggestive of hyperglycemia and tested at 400 mg/dl. The patient changed the infusion site twice and took bolus insulin via the insulin pump but the elevated blood glucose did not abate. At the ER, the patient was treated with IV fluid and maintained his insulin pump therapy. Reportedly, his blood glucose came down and was released from the hospital the same day. The patient went off of insulin pump therapy and is on the backup plan. The reporter feels the animas pump is not distributing the bolus insulin appropriately. The reporter indicated the cannula did not have any a kink or bending at the infusion site. The animas pump was not available for review. This complaint is being reported because the patient had unexplained high blood glucose and received medical intervention for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).